Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio cleared the event code from the device's memory and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report they observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.